Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00004.

Manufacturer narrative:
On 08/25/2021, infutronix confirmed with the service provider that the affected device was lost in transit and therefore no root cause could be established. The reported issue was not confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 02/09/2021, a distributor of infutronix reported an issue on behalf of an end user: "a note inside returned pump box that their pump tubing had been broken by the recovery nurse who improperly put the pump into the pouch and was advised by dr. (B)(6) to remove the catheter on the morning of (B)(6) 2020 ." Device operator was a nurse. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is ((B)(4)) medical co. Ltd.